Event description:
It was reported that during a routine device change out procedure this right atrial (ra) lead exhibited high thresholds and had low pacing impedance measurements when programmed in unipolar. There was intermittent loss of capture in bipolar at high outputs. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.